Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Subsequently, it was reported that data was missing from pump history. There was no impact to the customer's blood glucose level. It was confirmed that the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified in the pump logs; however, no failure was identified.